Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion of ferric gluconate (250mg/250 ml) with a spectrum pump was programmed to run over one hour (per pump infusion log). The nurse changed the program to run over 4 hours as ¿the drug library indicates¿. There were an unspecified number of downstream occlusion and air in line alarms generated. The nurse removed the tubing from the pump and re-inserted the tubing. The tubing was removed again, slide clamp inserted and removed from the pump. The infusion free flowed to the patient ¿over minutes¿ after the tubing was removed from the pump which resulted in the patient experiencing shortness of breath, nausea, and chest pain. Treatment for the events was not reported. The patient outcome was unknown; however, it was reported the patient was discharged home. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed through the attachments provided from the reporter. The downstream occlusion alarm was verified in the history log. The door jammed alarm was found verified in the history log. The air in line alarm was not verified in the history log. The device was not received for evaluation; therefore, a full device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: additional information was received indicating the patient was a pregnant female that presented to the labor and delivery floor for an iron infusion. After the iron infusion began, the patient was left unattended and sometime later (unspecified), the patient was found on the floor complaining of shortness of breath, chest paint, and drowsiness. The rapid response team was called to assist, and electronic fetal monitoring was used. The fetal monitoring strips deteriorated and indicated fetal compromise about an hour and a half after the infusion had been started, and an emergent cesarian section was performed two hours later. Should additional relevant information become available, a supplemental report will be submitted. Additional information h10: the history log review cannot be used to determine if the alarms that occurred were true or false alarms. The history log does show that the user unloaded the tubing, but it cannot determine if free flow occurred or if clamps were closed on the IV line. However, if clamps were not properly closed or if they were opened while the tubing was removed or when the pump door was opened, free flow to the patient would result. The spectrum operator's manual, contains warnings associated with preventing free flow. The warning: do not allow uncontrolled gravity flow states: "before loading a primed IV set, ensure the roller clamp below the pump is in the closed position. To open the pump door, the IV set¿s slide clamp must first be closed (thus providing ¿set-based anti-free flow¿ protection). Do not open the slide clamp when the door is open or during and after IV set unloading. This can cause dangerous, uncontrolled free flow to occur. During IV container changes, always close the set¿s roller clamp. When the set is in the pump and the door is closed, the slide clamp can safely be opened. If gravity flow is to be used, the pump door will be open or the set will be outside the pump. Verify gravity flow is maintained at the intended rate whenever the pump door is open and when the set is outside of the pump." The warning: unloading an IV set, states: "do not allow uncontrolled gravity flow. Before unloading a primed IV set, ensure the roller clamp below the pump is in the closed position. To open the pump door, the IV set¿s slide clamp must first be closed (thus providing ¿set-based anti-free flow¿ protection). Do not open the slide clamp when the door is open or during and after IV set unloading. This can cause dangerous, uncontrolled free flow to occur. During IV container changes, always close the set¿s roller clamp. When the set is in the pump and the door is closed, the slide clamp can safely be opened. If gravity flow is to be used, the pump door will be open or the set will be outside the pump. Verify gravity flow is maintained at the intended rate whenever the pump door is open and when the set is outside of the pump." Due to the pump¿s design, if the tubing is removed from the pump while the pump door is open, the slide clamp will remain in the closed position, therefore, the clinician had to intentionally open the slide clamp for fluid flow in the set to occur after it was removed from the pump. To conclude, device use error ("iron infusion free-flowed to the patient over minutes after the tubing was removed from the pump") with the IV set has possibly caused or contributed to the reported serious event of "shortness of breath, chest pain, and drowsiness" necessitating an emergent cesarian section as a result of the free-flow over-infusion event. Should additional relevant information become available, a supplemental report will be submitted.